Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range lead pace impedances. There was also loss of capture (loc) noted on the presenting electrogram (egm). Subsequently, this rv lead was surgically abandoned and replaced. This rv lead has not been received for investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.